Event description:
Complainant alleged that the staff was setting up the device in preparation for a pt case (pt age and gender unk). When the staff conducted a defibrillation test on the device the handles did not fire. The staff then obtained another set of handles in preparation for pt care. The complainant indicated that there was no pt involvement when the malfunction occurred.